Manufacturer narrative:
The device has not been returned to olympus for evaluation. The user facility reported that once the nurse rebooted the provation pc it started to work. Olympus has made multiple attempts to trouble shoot but the user facility reported that the device was not available and the serial number could not be provided. The end user reported that they will look into sending product back to investigate the issue but to date, no device has been received. Olympus will continue to monitor complaints for this device.

Event description:
The user facility called to report that during the procedure the scope image went black. It was reported that the end user tried a different 190 series scope but it still did not work. The reporter said that there was a message saying "contact olympus". It was reported that they were able to finish the procedure using the travel cart with different scope. The reporter stated that they had provation and once the nurse rebooted the provation pc it started to work. There was no report of patient harm and no additional information was provided.

Manufacturer narrative:
The device is not returned and the serial number of the device not known. As such, neither the actual device nor the historical data can be used for the device evaluation. This supplemental report is being submitted to provide this information. The device history record review is not available as the serial number of the device is not known. As reported for this event, the scope image went black. The root cause cannot be conclusively determined. Possible reasons for the issue are: a failure in the electric contacts of the video connector socket of the device; deterioration over time; connection of the video connector to the subject device without drying its electric contacts sufficiently or the cleaning of the video connector. If there is a problem with the electric contacts of the video connector socket of the device, an error will be reported due to failure in stable communication between videoscope and the processor.